Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging an error concerning the battery occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an error concerning the battery occurred. There was no harm or injury reported. The device was evaluated by a field service engineer, and the customer¿s complaint was confirmed. Error 59 was found in event log and advised customer to test internal and detachable batteries via sd+t assessment tool and verify if batteries are charging when plugged into ac power, customer verified battery assessment passed in sd+t tool and appears to be charging correctly. Customer advised that different known good batteries were tried but problem persists, requests bench repair, emailed bench repair form to customer with instructions.